Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Concomitantly, the patient underwent a laparoscopic hysterectomy. Immediately following the procedure, the patient had intense pain at the exit wound sites and from the hysterectomy wounds. The pain on the left exit wound lasted for weeks. Approximately one week after the procedure, the patient experienced bleeding with large clots. The patient had an infection as was prescribed antibiotics. Following the procedure, the patient had some pain while voiding. The patient was examined by her physician and prescribed a steroid cream to thicken up the vaginal wall for possible vaginal mesh erosion. At the next visit, the physician could see and feel one of the erosions. The patient underwent a repair procedure on (B)(6) 2012, to stitch areas of the vaginal wall over the two erosions . Since the repair surgery, the patient has experienced stress incontinence. The patient plans to consult with a urogynecologist for the urinary incontinence and possible full mesh removal. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.